Event description:
Pt reported ipg site drainage and was advised to see their physician. Based on additional info received from the sales rep on 11/23/2009, the pt saw their physician and the physician stated there was no sign of infection.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.